Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43 alarm or exposed to magnetic field due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated that the insulin pump was exposed to a high magnetic field. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.